Manufacturer narrative:
Expiration date: unknown, as the lot number of the device was not provided. UDI#: unknown since product lot number was not provided. Device manufacture date: unknown, as the lot number of the device was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported that the surgeon proceeded to the cataract steps according to his protocol. Before sculpting, the surgeon uses a ¿debulk¿ approach to free the cataract from the cortex and viscoelastic using aspiration and phaco energy anterior to the cataract and in the viscoelastics; this is followed by sculpting the nucleus. At the moment of sculpting the right eye (od) of a female patient, the surgeon noticed "cataract smoke/white cloud" which was stated to be related to a clogged tip. Surgery was pursued with the same tip without other occurrences of smoke. It was not stated if the tip was occluded by its position in the cataract or by other materials after using energy in the anterior chamber. It was stated that the phaco tip is not available for return, that it was not kept by the surgical staff. It was reported that there was a five (5) minutes delay for suturing the wound. The patient¿s symptom was described as leaking wound post op, which surgeon mentioned it is possible wound burn. It was confirmed that the procedure was completed successfully on the same visit, that there was no secondary surgery / medical intervention required and that at the discharged patient was doing well. It was noted that the phaco tip and the tubing pack had no issues during the priming.

Manufacturer narrative:
Additional information: with limited information provided by the complainant, neither a product investigation nor a device history record review could be performed. A complaint history search for similar complaints was performed for a 12 month period from when the folder was created. The review resulted in one other complaint. Based on this review, there is no adverse trend and this type of complaint will continue to be monitored. All pertinent information available to abbott medical optics has been submitted.